Manufacturer narrative:
Initial reporter occupation - sales representative. Device has not been received for evaluation. Should it be received, a follow-up report will be submitted upon completion of evaluation. Review of device history records found two (2) pieces of lot qc13669-1 were released for distribution on 9/8/2016 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for the reported part number.

Event description:
During a procedure performed on (B)(6) 2019, the tip of the custom reform polyaxial driver, one piece (c2149) broke off when inserting a 10.5 x 80mm reform pedicle screw. Prior to attempted insertion of the 10.5 x 80 screw, a 9.5mm tap was used to prepare the hole. Following fracture of the driver tip, the 10.5 x 80mm reform pedicle screw was removed and replaced. This resulted in a delay of approximately 2 minutes.

Event description:
During a procedure performed on (B)(6), 2019, the tip of the custom reform polyaxial driver, one piece (c2149) broke off when inserting a 10.5 x 80mm reform pedicle screw. Prior to attempted insertion of the 10.5 x 80 screw, a 9.5mm tap was used to prepare the hole. Following fracture of the driver tip, the 10.5 x 80mm reform pedicle screw was removed and replaced. This resulted in a delay of approximately 2 minutes.

Manufacturer narrative:
H3 device evaluation - the broken driver was visually examined and a functional assessment of the lock mechanism was performed. The driver tip appears to have experienced a shear ductile failure due to torsional overloading. The lock mechanism appears to be functional. Due to the dynamic stresses that are placed on instruments of this type, normal usage reduces the strength of the metal and thus imparts a finite service life. No corrective actions are being recommended at this time since the device is likely to have exceeded its service life since it has been in field use for 2+ years at time of the event.